Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: the device was ventilating on a patient and suddenly, a buzzer alarm came up with the message panel connection lost 4010. They had to switch the device because they were not able to ventilate with it anymore. The biomedical technician did all the preventive maintenance tests but did not see an issue.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device was ventilating on a patient and suddenly, a buzzer alarm came up with the message panel connection lost 4010. They had to switch the device because they were not able to ventilate with it anymore. The biomedical technician did all the preventive maintenance tests but did not see an issue.